Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The facility representative states the wheel of the unknown chair is coming off. The only sticker on the chair says invacare.